Event description:
It was reported that, " capturing mechanism failed."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.